Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 435 mg/dl at the time of incident. The current blood glucose level is 109 mg/dl. The customer was reported other blood glucose value such as 96 mg/dl, 98 mg/dl. The customer did not experienced symptoms of high blood glucose value. The customer was declined to troubleshoot for high blood glucose level. The customer was reported that they received sensor updating and calibration not accepted alert. The insulin pump will not be returned for analysis.